Manufacturer narrative:
Block h6: medical device code a0406 captures the reportable event of stent kinked. Block h10: the returned percuflex ureteral stent was analyzed, and a visual evaluation noted that the shaft was detached, separated in different sections, additionally, the shaft was buckled accordion and the renal tip was torn. During the functional inspection a mandrel was loaded into the device and no resistance feels at the detached section, the rest of the device was stuck in the guidewire that returned with the complaint. The suture string and the positioner were not returned for the analysis. No other problems with the device were noted. The reported event was confirmed. Based on the product analysis, the device found with the shaft and part of the renal pigtail buckled accordion. Additionally, the shaft was detached separate in some sections and the tip was torn. It is possible that operational factors, such as the force used when the stent was pushed up with the pusher or positioner over the guidewire and based on the fact that the returned guidewire was found buckled or accordioned, once the stent was pushed over this buckled area, it got buckled itself, this could cause the buckled accordion in the shaft and the renal pig tail, additionally, the tip torn. Once the guidewire was buckled accordion and the shaft is stuck a the excess of force applied during the withdraw cause the detached in the shaft. Consequently, affect the performance of the device. Review and analysis of all available information indicated that the root cause of the problems found is adverse event related to procedure since the adverse event occurred during the procedure and the device had no influence on event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a ureteral stent implantation procedure in the kidney performed on (B)(6) 2021. During procedure, when they tried to implant the percuflex ureteral stent, it became kinked. The procedure was successfully completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a percuflex ureteral stent was used during a ureteral stent implantation procedure in the kidney performed on (B)(6) 2021. During procedure, when they tried to implant the percuflex ureteral stent, it became kinked. The procedure was successfully completed with another percuflex ureteral stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.